Manufacturer narrative:
This complaint was involved with 3 devices. Device 1 is being reported under MDR 2247858-2018-00019. Device 2 is being reported under this MDR. Device 3 is being reported under MDR 2247858-2018-00021.

Event description:
"Planning (dr. (B)(6) planning): total debranching of blt, lca, lsa, wrap the ascending aorta and the arch, implant stent grafts, then the assessment to iliac artery. In operating room (or): follow the planning. However, after the 2nd stent graft slide upward away from the desired position, leaving a diseased part uncovered. Dr. (B)(6) decided to place a 3rd stent. After the whole procedure, patient was checked up all necessary indices and nothing wrong was found. Patient was moved to ICU." Patient outcome: "patient died a day after to operation. According to the doctors, the cause was not device-related."

Event description:
"Planning (dr. (B)(6) planning): 1. Total debranching of blt, lca, lsa. 2. Wrap the ascending aorta and the arch. 3. Implant stent grafts, then the assessment to iliac artery. In operating room (or): follow the planning. However, after the 2nd stent graft slide upward away from the desired position, leaving a diseased part uncovered. Dr. Rue decided to place a 3rd stent. After the whole procedure, patient was checked up all necessary indices and nothing wrong was found. Patient was moved to ICU." Patient outcome: "patient died a day after to operation. According to the doctors, the cause was not device-related."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00019. Device 2 is being reported under MDR 2247858-2018-00020. Device 3 is being reported under MDR 2247858-2018-00021.